Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
As reported: allegedly the reason for revision was due to pain because of acetabular cup migration. Dr. (B)(6) explanted the dynasty biofoam 48 mm cup and 2 x screws (one was broken) and implanted a multihole cup from (B)(6). He left the profemur l stem insitu which was well fixed and removed the 28 mm metal head and replaced it with a 36 mm biolox delta femoral head microport (ref. # (B)(4), lot #166376). Au vigilance decision: tga reportable. CAPA (B)(4). CAPA (B)(4).